Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. No device was returned to olympus for evaluation. Therefore, the cause of the reported event could not be determined at this time. Based on similar reported events, the operator¿s technique during the use of the device could not be ruled out as a contributing factor to the reported event. The instruction manual provides warning and cautions statements in an effort to prevent patient perforation and patient burn. ¿do not activate the thunderbeat simultaneously during suctioning and/or irrigating the surgical site. Otherwise, an unexpected current path may cause unintended tissue burns or degradation of treatment performance. Use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.¿ olympus will continue to investigate this report and if additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus received a medwatch report (06-0119-2018-02) on (B)(6) 2018 stating that the patient¿s bowel was perforated and burned post a bilateral salpingo-oophorectomy procedure. The thermal burn to the colon is suspected from the thunderbeat and robotic assistant device (exact model of devices are unknown). The patient received an exploratory laparotomy, sigmoid colon resection with end colostomy, and subcutaneous wound vac placement.

Manufacturer narrative:
This supplemental report is being submitted to correct the adverse event that occurred and to provide additional information from the original equipment manufacturer (OEM). To date the device has not been returned to olympus for evaluation. The user facility did not provide a lot number for the subject device; therefore, the device history review (DHR) could not be performed. The OEM has previously performed investigations related to this device issue. As a result, the OEM has determined that the reported perforation was possibly due to inappropriate force applied to the target tissue which may have been attributed to user mishandling.